Event description:
The customer reported that the housing of her pump in style transformer came off exposing underlying electronics.

Manufacturer narrative:
A replacement power supply was sent to the customer. Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting. In follow up with the customer, the customer stated that the transformer had fallen off exposing underlying electronics. The device was to be returned to medela, but as of the date of this report medela has not received the original product. Should the original product be received, resulting in new, changed or corrected info a follow-up report will be filed at that time. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids, the shipping packaging strength has also been increased to further protect the transformer during shipping.